Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic minimally invasive esophagectomy (mie) procedure. The suturing device was difficult to load and unload. There were no issues using the device. Four needles also broke. One half of the needle is still loaded in the device. All of the needle were retrieved. There was no patient injury.